Manufacturer narrative:
Physio-control further evaluated the removed system controller pcb assembly, the reported issue was duplicated and it was determined filter designator fl3 was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device would not power up. Upon further evaluation physio observed that the device failed to complete the boot-up cycle. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Upon evaluation physio observed the unit fail to complete the boot-up cycle. Physio replaced the device's system pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power up. Upon further evaluation physio observed that the device failed to complete the boot-up cycle. There was no patient use reported with the event.